Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that the station was stuck on a blue screen, and the application did not launch. A technical support specialist (tss) dialed into the station, logged in as cfnadmin, and set auto boot to cfnapp. The station showed an error during boot-up, and the database was found in suspect mode. The data synchronization service was restarted but attempts to repair the database failed with error 1067. Following knowledge article, the database was recovered from the d drive, but a new error appeared. The database entered recovery pending mode and was corrupted. The med application was repaired after dropping the database and deleting the login, following knowledge article. The station successfully synchronized, and the user was able to access it. Confirmation was received that the station was working fine. The system functioned as intended after the technical support specialist repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es station was stucked on blue screen, application was not launching and user rebooted it, now system was not responding. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es station was stucked on blue screen, application was not launching and user rebooted it, now system was not responding. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.